Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to diabetic ketoacidosis and high blood glucose. The blood glucose reading was not given. Customer stated he was changing his infusion set before bed and the reservoir would not connect for an unknown reason. Customer fell asleep without the insulin pump connected. Customer was not wearing the insulin pump at the time of hospitalization. Nothing further was reported.